Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during dwell of peritoneal dialysis therapy. The patient was connected to the device during dwell five of six. During troubleshooting, a leak was discovered but the specific location could not be determined. The patient cycled power to clear the alarm and end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.